Manufacturer narrative:
Continuation of d10: product ID: 97755; lot# serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4); b3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number: (B)(6) found there was a no device found message and the rtm was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA: 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it won't charge, and the charger is giving a message to call. Additional information was received from a friend/family member. It was reported that the recharger (rtm) is malfunctioning and has been acting "wacky" for approximately 2 weeks. The patient (pt) representative (rep) noted that it has gotten to the point where the pt cannot charge the ins, no matter the position of the rtm. Pt rep stated that they called the healthcare provider's (hcp) office on monday on (B)(6) 2021, and the hcp's office called and notified the manufacturer representative (rep) sometime this week about the issue. Pt rep stated the manufacturer rep called them back yesterday on b)(6) 2021, but was not sure about a notify date. Pt rep noted that they spoke to a woman (that works at the hcp's office). Pt rep provided the current managing hcp. Asked for clarification as to what the issue was. Pt rep reported that the pt gets poor recharge quality [76] no device found [16], looking for a device [15], and a screen that tells them to call mdt. It was asked, and the pt rep stated that it was likely system problem (but was unable to further clarify). Pt rep confirmed there is no damage to the rtm cord or pins, but stated the pt was experiencing the rtm paddle getting hot on their back the night before last. It was noted that the pt was unable to recharge the ins with the rtm because the rtm paddle is getting hot. The issue was not resolved. An email was sent to the repair department to replace the device. No symptoms were reported. Additional information was received. It was reported the recharging paddle was not charging. It just kept getting harder and harder to get it to charge and finally they had a message to call medtronic. A new paddle was sent and the issue was resolved.